Event description:
In 2007, I was seen by my urologist, dr. (B)(6), for an incontinence problem. I was having problems with urine leakage when I laughed, jumped, or coughed. Dr. (B)(6) said the problem could be fixed with bladder sling surgery. I was not offered any other alternative. The surgery was scheduled and aside from being in the lithotomy position, the surgery itself was pretty much painless. This was outpatient surgery and I was able to go home the same day w/o a catheter. After the surgery and at my f/u appointment a few weeks later, I reported to dr. (B)(6) that I was having trouble urinating with any force and he suggested that perhaps this was because the sling was a "little tight" and that this should resolve over time. This did resolve some but I figured that this was just the price I would pay to avoid the incontinence issues I had before surgery. In 2008, I began to have low back pain that radiated into my right hip. I was seen by my primary care physician, dr. (B)(6), and he directed me to an orthopaedists, dr. (B)(6). Dr. (B)(6) prescribed some prednisone and told me to take it easy for the next week or until I felt better. The problem came back and I was prescribed yet another dosage of methyl-prednisolone which again corrected the problem short term. When it returned, I went back to dr. (B)(6) who then suggested that I try physical therapy. I tried that but had no results so I terminated any future appointments with the pt department. I continued to live with the pain until a friend suggested that I try a chiropractor. I saw dr. (B)(6) for a number of weeks and he finally told me that I should have had some changes by that time that he wasn't seeing. He suggested I see dr. (B)(6) who is a local physiatrist. I began seeing dr. (B)(6) in early 2011 and was receiving trigger point injections every 3 months but the effects were only short term. In (B)(6) 2011, dr. (B)(6) suggested that we try a series of injections over a four week period to see if we could get any different results. Beginning just before (B)(6) 2011 and the following 4 weeks, I rec'd approx 26 injections anywhere from my ankle to my knee to my hip and into my lower back. None of these injections has helped. Dr. (B)(6) then suggested that I give physical therapy a try and referred me to motion works where I have been working with physical therapist, (B)(6). (B)(6) also feels that I should have some positive results by now but I am still in the same position I was in prior to working with him. In late (B)(6) 2011, I asked dr. (B)(6) if we could do an MRI to see what if anything was going on in my back. He scheduled the MFR for (B)(6) at (B)(6) hospital. Yesterday, (B)(6) 2012, I was told by dr. (B)(6) that while there were some small things that came up on my MRI, there was nothing that could be causing the type of pain I was having. He has spoken with my physical therapist and they have suggested that I go back to dr. (B)(6), my urologist, to determine if the bladder sling is the cause of the problem. Both the physiatrist and my physical therapist believe that there could be a link. They have concerns that the mesh itself or the way it was attached may be the reason for this excruciating pain in my low back and right hip. Not only do I continue to have problems with the release of my urine but I am also currently having to take tramadol several times a day to alleviate some of my pain. I continue to have some problems with releasing my urine. My bladder can feel very full but I am unable to release my urine very quickly. I have researched the problems others are having with the mesh bladder slings and am finding that there are many others who are experiencing the same difficulties that I am. My next step is to discuss an epidural block with a pain management specialist but I am unsure at this point if the epidural injection will work. Because of this, I am also investigating the removal of the bladder sling as a way of alleviating these problems. I am always in pain and at (B)(6), I move around like a (B)(6) w/o pain medications.